Event description:
I was treated with a luminus one ipl machine with the sole purpose of removing 6 spider veins. I was convinced by the plastic surgeon to let him treat my entire face. I was told it was safe and no side effects. Just a caution to stay out of the sun. My face began showing signs of fat necrosis, lines, dilated pores, ice pick scars, dents, redness, burning within the first month post one ipl. My entire face caved in, eyes hollowed and mouth corners became fused due to the inner burn. I also began to notice that my body began to change. Muscles and skin on my entire body began to change in a "hyper-aging" way. I have lost all the fat in my scalp and neck as well which were not treated. I am now left with a face with an unk future. This machine took away my god given face without my permission. These side effects are known by the MFR but were not disclosed to me. It has been noted that it malfunctions and recalibrates on faces causing damage that is not repairable. This has been a nightmare for me and my family. I want you to know that this machine stole my identity and my health. Please take this machine off the market so others will not suffer the same fate as me.